Manufacturer narrative:
Concomitant medical products: 5076-52 lead and w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, a sudden increase in ventricular thresholds, and a sudden decrease in ventricular sensing. The right atrial (ra) lead exhibited possible far field r-wave (ffrw) oversensing and had a position check failure. The patient experienced chest palpitations. Both leads remain in use. No further patient complications have been reported as a result of this event.